Manufacturer narrative:
The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for 70 patient samples tested on the cobas 6000 c (501) module. The initial values were reported outside of the laboratory. Results from the following assays were affected: a1c-3 tina-quant hemoglobin a1c gen.3, gluc3 glucose hk gen.3, alt, creatinine, ise indirect na, k for gen.2, alp2 alkaline phosphatase acc. To ifcc gen.2, ggt-2 -glutamyltransferase ver.2 standardized against ifcc / szasz, and ldl_c ldl-cholesterol plus 2nd generation. The specific alt and creatinine reagents used were requested, but not provided. The customer performed washing maintenance on the analyzer after they noticed the discrepant values. The hba1c reagent lot number was 56865201. The reagent expiration date was requested, but not provided. For all other reagents, the reagent lot numbers and expiration dates were requested, but not provided.